Event description:
Reporter indicated that leak break was noted during generator replacement surgery for end of service. When the new generator was connected to the original lead, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Another generator was used, but device diagnostic testing yielded the same high impedance result. The second generator was implanted and connected to the original lead that was left in place. The surgeon referred the patient back to their neurologist for a determination of whether or not to replace the lead at a later date. No x-rays were taken prior to surgery as there was no indication that there was a potential problem with the lead before then. The patient's family has seen the neurologist following the generator replacement surgery and elects not to replace the lead at this time. It is not known at this time whether the suspected lead break existed prior to the generator replacement surgery, or if the lead was damaged during the generator explant procedure.

Event description:
During a review of the patient's programming history, high impedance was found on the system diagnostics from (B)(6) 2010 on the patient¿s current generator. System diagnostic results from before and after this date show values within normal limits. Follow up with the physician¿s office found that the high impedance was seen prior to this date, in 2002 and 2005. However, it was stated that the patient did not come back after the 2002 visit until 2005, and then did not come back again until 2010. No x-rays were taken and no known lead fracture was seen at this time. No patient manipulation or trauma is believed to have occurred. The device was left on after the high impedance was seen. The device manufacturing records for the lead were reviewed and it was confirmed that the lead met all final testing specifications prior to distribution. In regards to the patient's generator replacement on (B)(6) 2013, it had been reported that "generator failure required replacement. The programming history for this previous generator that was explanted shows high impedance on (B)(6) 2003 and (B)(6) 2005. Several diagnostics were performed on (B)(6) 2005. One shows high impedance with a dcdc = 6, and the other shows the device is ok. It is likely the failure follow up with the patient's physician on (B)(6) 2010 found that the patient's lead was never replaced as the device had been tested and was working fine. It was stated that the patient was doing well and that they did not see any problems. The surgeon will not replace a lead if testing in the operating room does not show a malfunction. No diagnostic information was provided. The nurse was informed that a problem with the lead is suspected and we recommend to replace the lead in order for the generator to deliver normal therapy. Good faith attempts were made with the surgeon's office to obtain additional information but they were unsuccessful. The explanted generator from 2010 was discarded by the hospital, and therefore will not be returned for analysis. Please note that a duplicate report of this incident was inadvertently submitted via manufacturer report number 1644487-2010-02592. As the high impedance issue was previously reported in manufacturer report number 1644487-2002-00476, all information provided on the initial and supplemental reports of manufacturer report number 1644487-2010-02592, should have been reported as supplemental information to this report instead. This supplemental report captures the information inadvertently submitted in manufacturer report number 164487-2010-02592.